Event description:
Note: this MFR report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2008-6546 for a description of the other device. According to the complainant, the physician attempted to stop a bleed with another resolution clip device, and the clip did not release from the catheter. The physician "injected with epi to stop the bleed" and used a gold probe device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
A visual inspection of the returned device revealed that the clip assembly was deployed and not returned with the device. The control wire was separated per design. A root cause could not be determined for this complaint. The device appears to have been deployed properly. Without the clip assembly being returned no further investigation can be done. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6279.

Manufacturer narrative:
Required intervention to prevent permanent impairment/damage (devices).